Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/03/2016 that on (B)(6) 2016, the patient experienced a transmitter failed error. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/05/2016 that on (B)(6) 2016, the patient experienced a transmitter failed error. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test passed. A pairing test was performed and the test passed. The transmitter log was able to be downloaded during the pairing test. The reported event of transmitter failed error was not confirmed. The root cause could not be determined.